Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. Analysis of the device memory indicated pacing capture threshold issue in the left ventricle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced three shocks after the cardiac resynchronization therapy defibrillator (crt-d) had tripped recommended replacement time (rrt) prematurely. "It was noted that the left ventricular (lv) lead had rising to high threshold measurements." Upon interrogation of the device at generator change, an lv lead warning showed low impedance measurements. Once the pocket was open to remove the device, the physician noticed a slight damage to the lv pacing lead insulation. "A repair kit was used, and the lead was re-tested and remain in use." The device was explanted and replaced. No further patient complications have been reported as a result of this event.